Manufacturer narrative:
As reported, the sealed edge of the 3dmax light mesh was noted to be broken/cracked. Evaluation of the sample finds the mesh is contaminated with blood and has been handled by the user. There is a tear in the edge seal and travels from the edge seal into the woven mesh. No manufacturing anomalies were found. Based on sample evaluation the root cause for the returned mesh condition is the forces applied while handling the mesh for attempted use. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2022. The precautions section of the instructions-for-use, supplied with the device, states "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, immediately after opening the 3dmax light package in the or area, it was noticed that the "sealing edge part of the mesh" was broken/cracked. It was reported that another mesh was used to complete the laparoscopic hernia repair procedure. There was no reported patient injury.